Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a guidewire stuck within an introducer needle was confirmed and the cause was determined to be use related. The products returned for evaluation were one 0.035 in. Guidewire in a plastic hoop and one 18 g introducer needle. The investigation findings are consistent with damage caused by retraction of the guidewire against the bevel of the introducer needle. An initial visual observation showed the guidewire was returned within the introducer needle and was indeed stuck within the needle cannula. Blood residue was observed throughout the returned samples. The core wire of the guidewire was observed to be broken during tactile evaluation. A microscopic observation revealed the needle bevel was damaged. With some force, the guidewire was able to be pulled out of the introducer needle and more blood residue and other biological material was observed on the portion of guidewire that was within the needle. This residue may have contributed to the guidewire becoming stuck within the introducer needle. Normal movement of the guidewire is away from the sharpened bevel and will not damage the wire. If the guidewire direction is reversed, the guidewire is then pulled against the sharpened edge of the needle bevel and can cause shearing damage of the wire and/or cause the wire to become stuck within the needle. An examination of the wire structure revealed no potential damage/defect related to manufacture of the product. The product IFU cautions: ¿do not pull back guidewire over needle bevel as this may sever the end of the guidewire. The introducer needle must be removed first. Also, if unusual resistance is met during manipulation of the guidewire, discontinue the procedure and determine the cause of resistance before proceeding. Withdraw needle and guidewire if cause of resistance cannot be determined.¿ a lot history review (lhr) of recu0723 showed three other similar product complaint(s) from this lot number.

Event description:
It was reported that the needle stuck with the guidewire. 1/17/2019 - returned wire is broken.